Event description:
It was reported that the patient experienced abdominal pain, difficulty breathing, and feeling very full. The patient was connected for peritoneal dialysis (pd) therapy with an amia cycler at the time of this event. The patient was not hospitalized for this event. To resolve this issue, a partial drain was performed, and the patient¿s symptoms were relieved. At the time of this report, the patient stopped pd therapy with the amia cycler and performed continuous ambulatory peritoneal dialysis. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A review of the event history log was performed, and it was noted that the most recent therapies showed an excessive drain volume greater than the programmed maximum peritoneal volume setting. Internal and external inspection was performed, and no issues were noted. A short simulated therapy was successfully performed. A pneumatic integrity test was performed with no issues noted. A service interface script using pump control tab to actuate valves was also performed, and all valves were actuated when prompted. The reported condition was verified. The cause of the reported condition could not be determined; however, based on the device log analysis, the probable cause of the reported event was determined to be the programmed estimated night uf being set too low. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.